Event description:
It was reported that the patients stimulation was not in the right areas. X-ray was taken which confirmed that a lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred couple weeks prior to the date the manufacturer became aware.